Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. Fse performed the repair in conjunction with a periodic maintenance (pm) service. During servicing, fse noticed resistance when moving the large syringe up and down. Fse cleaned the large and small drive screws and guide rods with alcohol, then lubricated with tri-flow. The instrument started up successfully. Fse performed calibration and quality controls with acceptable results and without any further error messages. There were no error messages during the patient precision run. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 27-aug-2017 through aware date 27-sept-2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 706 syringe-l error explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. Chapter 5, maintenance procedures, under section 5.10 provides step-by-step instructions on the sampling needle assembly replacement. The most probable cause of the reported event was due to a dirty lead screw.

Event description:
The customer reported getting 706 syringe-l error messages with the g8 instrument. The customer tried changing the sample needle but the error did not resolve. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.